Manufacturer narrative:
Device was used for treatment, not for diagnosis. Age: (B)(6). This report is for an unknown titanium elastic nail / quantity: 2 / unknown lot. (Other number): UDI: unknown part number, UDI is unavailable. The investigation could not be completed and no conclusion could be drawn, as no device was returned and no lot number or part number was provided. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following literature article, marengo, l. Et al (2016). Displaced tibia shaft fractures in children treated by elastic stable intramedullary nailing: results and complications in children weighing 50 kg (110 lb) or more. Eur j orthop surg traumatol, 26, 311-317. The authors conducted a retrospective study to evaluate the clinical and radiographic outcomes of displaced tibia shaft fractures in children weighing 50 kilograms (kg). Between september 2010 to may 2014, 19 boys and seven girls met the inclusion criteria and were treated with two synthes elastic stable intramedullary nails. The average patient age at time of injury was 13.5 years, the mean weight was 57 kg and mean follow-up was 23 months. Results included patient 13, a (B)(6) female weighing (B)(6) who experienced proximal nail migration which required surgical shortening of the nails. This is report 3 of 3 for (B)(4). This report is for an unknown titanium elastic nail.